Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned trek dilatation catheter noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or rupture in the balloon. A new indeflator was used in attempt to pressurize catheter and the analysis confirmed that there was a pinhole in the balloon located 8 mm distal to the proximal balloon seal. There were also longitudinal scratches visible on the outer surface of the proximal balloon taper. As a result of the pinhole, the balloon could not be fully deflated to measure the 2/3 balloon profile; however, the tip length was measured and met manufacturing criteria. Difficulty crossing the lesion/physical resistance can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the catheter, interactions with other devices or accessory device support, and is not generally associated with a product quality deficiency. In this case, the lesion was reported as moderately tortuous and heavily calcified, which likely contributed to the reported difficulties. Furthermore, balloon material rupture may result from factors such as, but not limited to, balloon damage during manufacturing, materials, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any damage or leaks noted during preparation for use and the catheter was initially pressurized once without incident, this suggests that the balloon was not damaged prior to the procedure. It is likely that as the catheter met resistance during advancement through the tortuous and calcified lesion, the balloon material may have become damaged (scratched) and weakened such that it ruptured upon a second inflation attempt. The analysis also noted a bend in the hypotube approximately 4.5 cm proximal to the guide wire exit notch. However, since this damage was not originally reported in the case description, the shaft likely bent during use or from further handing after the procedure as the device was packaged/shipped back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Based on the information received with this complaint, the reported resistance/difficulty crossing the lesion and subsequent balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rbp and balloon integrity.

Event description:
It was reported that during a procedure of a proximal, heavily calcified, moderately tortuous, right coronary artery lesion, the balance middleweight (bmw) guide wire was advanced and positioned across the target lesion without event. The 3.0 x 15 mm trek balloon was advanced but could not cross the lesion. A 1.25 x 15 mm non-abbott balloon was attempted but could not cross the lesion. A 2.6 non-abbott was able to cross the lesion; however, it became stuck on the bmw guide wire. Both devices were removed from the anatomy as a system without event. A prowater guide wire was positioned across the lesion and the 3.0 x 15 mm trek advanced and inflated once at 10 atmosphere (atm). During the second inflation at 14 atm the balloon ruptured. The device was removed without issue. The 1.25 x 15 mm non-abbott balloon was advanced and during inflation at an unspecified atm the balloon ruptured. The vessel was stented with a xience v. There was no reported patient effect. The patient was discharged the next day. There was no additional information provided.